Manufacturer narrative:
(B)(4).

Event description:
Lead helix retracted slightly during implant with variable in-range impedance values measured, since. The lead was successfully positioned and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.